Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the device had high impedance, the impedance was out of range and greater than 2000 for 3c, and the patient had symptom return. Environmental/ external/ patient factors that may have led or contributed to the issue were not known. Diagnostics/troubleshooting and interventions/actions taken to resolve the issue included changing the polarity, turning off the lead that was out of range until surgery could take place, and replacing the device. The leads remained implanted and impedances were: 484 ohms c2 315 ohms c3 295 ohms c3 479 ohms. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Product ID: 4351-35, serial# (B)(4), implanted: (B)(4)2017, product type: lead, product ID: 4351-35, serial# (B)(4), implanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.